Manufacturer narrative:
The cause of the issue is attributed to use error as the fse accidently hit hand off of a reagent probe when removing screw covers. There is no evidence of a system malfunction. Beckman coulter field service engineer (fse) has not reported any further issue or harm as a result of the injury. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
A beckman coulter field service engineer (fse) reported that he suffered a puncture wound when working on a dxc 700 au analyzer. His thumb came upward abruptly and made contact with the reagent probe, causing a puncture wound. The fse initially sought first aid treatment for the wound; then received a tetanus shot at a care facility. No medications were provided and stitched were not required. The fse returned to work on the same day.